Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent implantation due to stress urinary incontinence and experienced pain, bleeding, dyspareunia, organ perforation and urinary problems. Revision of eroded transvaginal tape pubovaginal sling was performed on (B)(6) 2007 by implanting surgeon.

Manufacturer narrative:
(B)(4).